Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the leak was undetermined. The leak was found and repaired. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 25 mg/ml morphine at 16.5 mg/day and an unknown drug at a concentration of 1500 mcg/day and a dose of 990 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had an increase of pain and thought the catheter tip had been dislodged. There were no known factors. The patient had a successful pump replacement in (B)(6) 2017 and the existing catheter was flowing. A catheter dye study was scheduled for (B)(6) 2018 while the patient was in the operating room for the pump replacement. The physician would then determine if a catheter revision would be necessary. The issue was not resolved and the patient's status was noted to be "alive- no injury". No further issues were reported or anticipated. Additional information was received from the healthcare professional via manufacturer representative. It was reported that the patient started experiencing withdrawal symptoms "this week;" the exact day was unknown. The physician found via catheter dye study that there was a leak in the catheter near the anchor site. It was repaired with a 8598a spinal segment. There were no issues with the pump. The event was resolved. No further complications were reported.